Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed all indicator lamps were solidly illuminated and the device did not function. Device performance data showed that the device entered a non-recoverable error establishing a relationship between the device and the reported event. The root cause was identified as a pump failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that on the 3rd day of npwt utilizing a pico7, it was noticed all indicator lamps illuminated and the pump was not working. It was unclear when it occurred. An ointment was temporally applied on the wound, and npwt is supposed to be restarted as soon as the hospital receive a backup device. No patient harm. No delay was reported.